Event description:
It was reported that the patient has to have his "recalled lead" replaced. Also noted was that the patient did not receive the letter about the recall. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has to have his "recalled lead" replaced. Also noted was that the patient did not receive the letter about the recall. The lead is still in use. No patient complications were reported as a result of this event. It was further noted that the lead has been capped and replaced. No patient complications were reported as a result of this event.